Manufacturer narrative:
Event eval: still under investigation.

Event description:
A male underwent initial aaa repair in 2004. Then in 2005, the pt underwent an additional procedure due to a limb separation in the right common iliac. The physician relined the graft with another manufacturer's endoprosthesis, and extending down to the right external iliac artery. There was also coil embolization of the right internal artery along with some bare metal stents placed in both iliac limbs, as well as the placement of an iliac leg graft and main body extension. A few years later, the physician noticed there was a full limb occlusion in the right common iliac. With a recent follow-up, the physician noticed a type I endoleak with the previously implanted zenith migration of 15-20 mm below the lowest renal artery. Therefore, in 2009, he wanted to reline the entire graft with a renu converter. Due to the bare metal stents in the left limb, the renu device would not pass the graft bifurcation. Therefore, the physician implanted another manufacturer's excluder limb in the left common iliac. He also attempted multiple tries at angioplasty in the left common iliac, but the renu device would not tract pass the graft bifurcation. As the physician was attempting to do a final angioplasty, the balloon catheter sheered off into the pt's left common iliac. This was another manufacturer's balloon catheter. Due to the balloon catheter inside the pt's leg and the type I endoleak, the pt was converted to open surgical repair on the same day, and the previously placed grafts were explanted. Pt condition is unk at this time.